Event description:
Based upon additional information received on (B)(6) 2017, the case initially assessed as non-serious was upgraded to serious as the seriousness criterion of required intervention was added for the event of much more pain than before the injection. This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns an (B)(6) year old female patient who received treatment with synvisc one injection and later after unknown latencies had difficulty to walk, experienced much more pain than before the injection and it was not providing any relief (device ineffective). The concurrent conditions were chronic lymphocytic leukemia (cll) and scoliosis. The patient was allergic to benzylpenicillin (penicillin) and sulfur (rash). The concomitant medication included ibrutinib (imbruvica) for cll and metoprolol tartrate (metoprolol) for tachycardia. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot and expiration date not provided) in right knee for osteoarthritis. The same day, the patient had an x-ray. On an unspecified date in (B)(6) 2017, after unknown latency (4-5 days after the injection), patient was in much more pain than before the injection. It was reported that the patient had severe pain in the right knee which got worse after the synvisc one shot. Patient called her doctor and was told to apply cold compresses for 4 hours but it didn't do anything. It was reported that 5 or 6 days later, the cold compresses were not helping, so she called her doctor again and was prescribed an anti-inflammatory medication. Patient went 2 more days with no relief and was then prescribed a pain killer tramadol hydrochloride (tramadol) by her doctor but that didn't help. Patient again called her doctor back several days after that and was told that there was nothing else doctor can do for her. Patient asked if there were any other suggestions or recommendations. It was reported that it had been 1 month since her injection and it did not provide any relief (device ineffective). On an unknown date in (B)(6) 2017, after unknown latency, patient still had pain, and it was difficult to walk. Patient was forced to walk with a cane at times. Also reported that patient's knee turned inward naturally so that might be making it worse. Corrective treatment: walk with cane for difficulty to walk; cold compresses, anti-inflammatory medication, tramadol hydrochloride, meloxicam and hydrocortisone (cortizone) for much more pain than before the injection. Outcome: unknown for difficulty to walk; not recovered for much more pain than before the injection. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for much more pain than before the injection. Additional information was received on june 08, 2017. Global ptc number with results was added and the text was amended accordingly. Additional information was received on august 02, 2017 from the patient. The medical history, past drugs, concomitant medications and concurrent conditions were added. The severity for the event of much more pain than before the injection was added, additional corrective treatment was added and the outcome was updated from unknown to not recovered. The seriousness criterion of required intervention was added for the event of much more pain than before the injection and the case was upgraded to serious. Clinical course updated and text amended accordingly.